Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The actual sample was returned for evaluation. Visual examination revealed that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a cesarean section procedure on (B)(6) 2016 and suture was used in fascia closure. The needle broke during the tab fixating step. The broken needle part was immediately found in the fascia and the procedure continued as planned. There were no patient consequences reported. This was the patients fifth c-section.